Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed compromised force senor system during prime rewind. Customer's blood glucose was unknown at the time of the call. The drive support cap appears normal. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed compromised force sensor system alarm during the prime test due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm.